Event description:
(B)(4): over infusion: "the perfusor gave an overdose to the pt. The fluid administration was ceased and the incident was informed to the doctor. The set infusion rate and the amount of fluid administered was not equal and as a consequence the perfusor was taken off use immediately. A report of malfunction was given to the head nurse the day after. The pt was in a single bed room where the pump started to give on alarm of fluid level despite the fact that a full syringe was installed just a few hours earlier. The syringe was almost empty. The set infusion rate and the drug amount administered do not match each other".

Manufacturer narrative:
(B)(4). The device has been received at our bbm service laboratory in (B)(4) for investigation. A follow up report will be provided after the examination results become available. (B)(4).